Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 8.5-14.2cm from the distal end. The silicone insulation was abraded and the sensing conductors were visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were noted via x-ray. All electrical measurements were normal. Lead was explanted and replaced.